Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the image issue was due to faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found no image coming on monitor screen from dvi output due to faulty printed circuit board. No noise issue was found during our inspection. Furthermore, the following additional issues were identified during inspection: air pressure does not retain the pressure due to deformed scope socket and joint, dust inside the unit need to clean, wires found corroded, and the thread of the spacer was found deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video system center displayed no image from the vi output due to a faulty printed circuit board. The issue was found during reprocessing. There were no reports of patient harm.